Manufacturer narrative:
On 12 october 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 august 2015: (B)(4). On (B)(6) 2015 the medical affairs director checked the x-rays with the following analysis: epiphyseal/metaphyseal fracture in osteoporotic patient a few weeks after operation. The choice of using a stemmed hinge prosthesis is probably due to the quality of bone, which looks quite weak on the xrays. There is no information regarding possible traumatic events or stresses to the patient's leg, but the extensive fracture line suggests a torsional stress. Probability of a fracture occurring to patients with low bone quality is much higher. The internal fracture fixation appears well executed, as does the prosthesis implantation. The prosthesis was not removed from the patient. I see no reason to initiate a device related action.

Event description:
Epiphyseal fracture in a patient with porous bone.